Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Multiple devices 6232adj were reported with the same complaint. Evaluation summary: (B)(4): the 6248del catheter was returned, analyzed and the catheter was slit spirally (technique issue) and snagged catheter wire at 4.1cm from beginning of hub, where the slitting stopped. Blood was visible on the catheter. (B)(4): the 6248del catheter was returned, analyzed and the catheter was slit spirally (technique issue) and snagged catheter wire. Lot ID (B)(4): the third 6248del catheter was returned, analyzed and the catheter had a rough slit edge, was slit spirally (technique issue), and blood was visible throughout.

Event description:
It was reported that after the left ventricular lead had been placed, the physician had trouble with the slitting of the sheath. When the slitter blade was past the sheath hub, the lead came off track from the slitter and the physician was unable to continue slitting. It was difficult to remove the sheath. A special scissors had to be used to cut through the sheath. On the fourth attempt, the lead was placed without using the catheter. No patient complications have been reported as a result of this event.